Event description:
Pt was playing basketball while wearing x2k brace. When jumping, the strap on the brace allegedly broke and the pt fell. As reported by reporter on 1/22/08, the pt hyperextended his knee and MRI has shown knee injury. Results of MRI show complex tear of medial meniscus, horizontal tear of the posterior horn of the lateral meniscus, contusion of proximal tibial metaphysis. Pt was wearing brace as a result of a medial meniscus tear and mild mcl tear. Pt scheduled for surgery and results unknown.